Manufacturer narrative:
Pentax medical: video colonoscope model ec38-i10f2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (B)(4).

Event description:
Pentax medical was made aware of a complaint that occurred on 24-jan-2020 in the reprocessing room after use in the emea region. The reported complaint of a "steelbraid stick through the ift[insertion flexible tube]nand the ift is leaky.", involving pentax medical video colonoscope, model ec38-i10f2, serial number (B)(4). No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. The colonoscope is to be returned and the insertion flexible tubing replaced.